Event description:
The customer reported that while reprocessing his olympus endoeye video telescope, the unit had loose contact. There was no patient involvement during this event. During the device evaluation, it was discovered that the unit was producing a discolored image. This report is being submitted to capture the discolored image.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was producing a discolored image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to a defective charged coupled device unit. Olympus will continue to monitor field performance for this device.